Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. The coil proximal to the handshake connection was observed to be kinked. The burr was microscopically examined and no issues were noted with the annulus of the burr and the burr was within specification. However, a fractured guide wire was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-03128. It was reported that a burr was stuck in the lesion. After a successful ablation with a 1.25mm rotalink¿ burr, the physician then switched to a 1.75mm rotalink¿ burr. However, it was observed that the burr became stuck in the lesion. The physician advanced a second unspecified wire and wedged an unspecified balloon between the calcium and the burr. This was successful to free the burr from the lesion and the burr was successfully removed from the artery. The patient's condition was fine.

Event description:
It was reported that a burr was stuck in the lesion. After a successful ablation with a 1.25mm rotalink¿ burr, the physician then switched to a 1.75mm rotalink¿ burr. However, it was observed that the burr became stuck in the lesion. The physician advanced a second unspecified wire and wedged an unspecified balloon between the calcium and the burr. This was successful to free the burr from the lesion and the burr was successfully removed from the artery. The patient's condition was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).